Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly and blank display. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. No blank display noted. No damage inside pump noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.